Event description:
Experienced itchiness at the site of the adhesives immediately after applying which continued throughout the 7 day wear time. Do not have a history of allergic reaction to adhesives. After removing the monitor on day 7, noticed a circular ring of 11 fluid filled "pimples". These "pimples" opened up and bled. A rash occurred.